Event description:
Surgeon was using a smith and nephew super multivac 50 ambient ablator and a piece of the tip broke off in the hip joint. Is the product compounded? No. Is the product over-the -counter? No.